Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a creases fold, brown particles and the weight was to the spec. A visual and microscopic analysis was performed which identified a striated opening on the radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Device has been explanted.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Device has been explanted.